Event description:
The facility representative reported a colleague infusion pump with a "main batteries went out". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the main batteries going out was confirmed by baxter personnel during product evaluation. The root cause was assigned to a low battery alert. The main batteries and battery harness was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.